Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar imaging catheter was used in the left anterior descending artery (lad) lesion. The dragonfly was removed from the patient, to attempt to re-flush for another pullback. However, there was a leak in the imaging catheter. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly opstar. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the catheter shaft was returned separated 37.5cm (not in two pieces) distal to the proximal end of the inner shell however still held by the torquewire assembly. No additional information was provided.

Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported leak was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported leak appears to be related to circumstances of the procedure. The catheter sheath was noted to be damaged (broken), which was the cause for the reported leak. In this case, it is likely that the sheath damage was caused during the catheter¿s withdrawal or handling prior to the reported leak being noted. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.